Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure and following a maze procedure to the right atrium, the right atrial (ra) lead could not be successfully placed. Diagnostic testing and fluoroscopy was performed. The lead was attempted / not used and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.